Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 592 mg/dl. Customer administered a manual injection to address bg level. Reportedly, the customer changed the pump supplies or simply cleared the alarm to address the issue.